Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the patient came in the hospital with a ventricular fibrillation that was recorded by the pacemaker. At least 20 defibrillation shocks were delivered to the patient. After the ventricular fibrillation episodes, on the ECG there was no effect during magnet application. The cardiac frequency was around 40 bpm. The device was not sensing. A new ventricular fibrillation started in the hospital. The patient died.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, the patient came in the hospital with a ventricular fibrillation that was recorded by the pacemaker. At least 20 defibrillation shocks were delivered to the patient. After the ventricular fibrillation episodes, on the ECG there was no effect during magnet application. The cardiac frequency was around 40 bpm. The device was not sensing. A new ventricular fibrillation started in the hospital. The patient died.